Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: none given, inratio: 5.2, lab: 7.5. Lab draw less than 30 minutes meter test. Pt's therapeutic range unk. Pt given vitamin k after 7.5 reading. Nurse did confirm the strip code.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: unk; inratio meter = 5.2; reference = 7.5; mean = 6.35; confidence limits = na. The mean is >5.0 and the difference is less than 2.2. Both values are above 5.0 and not considered discrepant within the context of the documented variability for inr testing. These results are considered accurate within the context of the documented variability for inr testing. Recent test conducted on lot 266654 on (B)(4) 2012 met accuracy criteria. Test results are as follows: donor 197 = 1.9, 1.9, 1.8 inr; donor 198 = 3.4, 3.4, 2.7 inr. All replicates are within the allowable bias (+ or - 1.0) of reference results for donor 197 (1.63 inr) and donor 198 (3.03 inr). No further investigation is required at this time. Conclusion: analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. Since both inr results exceed 5.0, they generally have reduced trueness, precision and linearity. Root cause could not be determined. Pt's medications cannot be ruled out as a cause for unexpected inr results in testing. No product was expected to be returned, in-house therapeutic sample testing with retain strips met accuracy and precision criteria. (B)(4). This failure mode will continue to be monitored. No corrective action required at this time as no product deficiency was established.